Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device cutting trigger became broken during a hysterectomy. Nothing fell into the pt cavity and that there was no pt harm. The device was returned with a disengaged tab from the spindle cap that was located within the device body.